Manufacturer narrative:
Continued e1 -- alternate phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "infected seroma".

Event description:
Healthcare professional reported ¿patient reaction¿. Later healthcare professional reported ¿infected seroma around the implant¿. Later healthcare professional reported ¿finegoldia magna¿. This record is for the left side. Device was explanted.